Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a temperature alarm while the customer was kayaking. Reportedly, the pump was expose to the sun. The customers blood glucose level was impacted. However, the exact value was not provided. The customer reported that the temperature conditions were above normal when the temperature alarm occurred. However, the alarm took a while to clear.